Event description:
It was reported that the patient is deceased and died shortly after implant of an implantable pulse generator (ipg) system. It was further reported that the patient's condition deteriorated rapidly following the implant and cardiac tamponade was diagnosed. Interventions attempted included retraction of the atrial lead, subsequent pacing using the ventricular lead via the analyzer and a thoracotomy. Of note, the ventricular lead had been repositioned twice during implant, each following a measurement of its electrical performance. The atrial is reported to have been in its first fixed position.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.